Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During an instrument check prior to a surgery, it was observed that the small grub-screw/headless-screw bonded on the inside-wrapper so the grub screw was unsterile. They had a replacement so that the surgeon could start and complete the surgery w/o any delay.